Event description:
It was reported that the ventilator displayed a 'vent inop 00007' alarm message during patient use. No patient injury was reported. Nihon kohden orangemed (nkom) was unable to obtain any other information from the initial reporter, such as patient demographics and context prior to the alarm, even with multiple attempts by nkom and its distributor.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.